Event description:
Patient returned to surgeon claiming continued reaction to pdl product. Surgeon returned patient to operating room on (B)(6) 2012 and removed pdl implant. Patient was revised to fra allograft spacer (lateral approach) at l4-l5, and fra allograft spacer (anterior approach) at l5-s1. A competitor product was implanted posteriorly. This report is number 3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.